Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the surgeon inserted the cup and removed the inserter. As he tried placing the inserter back on the cup again to shift the cup, he torqued the handle, shearing the threads off of the inserter. A portion of the threads remained inside the implanted cup dome hole.

Manufacturer narrative:
The hybrid offset shell inserter was returned for review. Visual inspection reveals that the inserter shows signs of wear and tear, suggesting extensive use. The frequency of use of this instrument is unknown. Lateral strike marks are visible on the knurled handle and at the instrument tip. Threading of shell inserter hex bolt is fractured across the lead threads. Device field age is approximately 2 year and 9 months based on manufacturing date. Receiving/inspection reports were reviewed and the shell inserter was accepted by zimmer quality control. This device is used for treatment. Previous investigation captures the failure mode of bolt fracture specific to hybrid offset shell inserters. The failure occurs when the bolt tip is struck without an adapter cap. The issue is considered misuse as the shell inserters are clearly marked in the frame, "do not use without adaptors." Based on review of the returned device, and follow up information stating that an adaptor cap was not utilized, the likely root cause for the reported issue is damage as a result of misuse of the device.